Event description:
The service technician alleged the left foot brake caster is not holding. No pt impact.

Manufacturer narrative:
The service technician replaced the left foot brake caster to resolve the issue.